Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable pacemaker exhibited right atrial (ra) noise, oversensing, inappropriate atrial tachy response (atr) episodes, and increased threshold measurements. It was noted that the oversensing was due to minute ventilation (mv) signals. The mv feature was programmed off and the ra outputs were increased. The impedance measurements had been normal. Pacemaker mediated tachycardia (pmt) was also noted. No adverse patient effects were reported. The device remains in service.